Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high and low blood glucose. The customer's blood glucose at the time of call 256 mg/dl. The customer experienced low blood glucose of 50mg/dl then 65mg/dl. Trouble shooting was performed and found sensor readings were off and does not believe is getting correct amount of insulin delivered. Customer stated his blood glucose was over 300 after breakfast and my breakfast is light in sugar. Customer reported high blood glucose between 300s and 400s. Customer declined further assistance. Treated high with bolus and manual injections and the low with soda. The insulin pump will not be returned for analysis.